Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that after surgery, it affected her nerve and she had such pain from midback to ribcage to breastbone that she went to the hospital and during that visit, the incision wasn¿t closed. The patient reported that 3 days after that visit, she had a 103 fever and the skin around the wires and ins was bright red. The patient reported that they tried IV antibiotics but nothing would clear the staph infection. The patient reported that the ins was removed around the end of july. No further complications were reported.